Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that both meniscal suture loops were detached from their handles. This most often occurs when the devices are removed from the packaging by the tips instead of pushing behind the packaging to release the handles. There was minimal debris, and the rest of the set was in good condition. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with device design.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that both meniscus mender ii disposable's needles from the same set were broken before a meniscal repair. The procedure was completed with another meniscus mender ii and a delay of less than or equal to 30 min. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.